Manufacturer narrative:
Follow up to be sent if additional information is received

Event description:
Dealer states the base frame is bent. Pictures were provided. Dealer states the client had an accident while travelling in a van. In the middle of the transfer from the van to the ground, the frame of the wheelchair broke and it was unable to be used. There was no injury.